Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter, calling to inquire if the device is part of the advisory, that the patient is retaining a lot of water, has problems breathing, and has had elevation in heart rate to 120 or 130 bpm. The daughter feels the device is not functioning like it should since the device is not "going off", meaning delivering high voltage therapy. The patient has scheduled a follow-up appointment. The device is still in use. No further patient complications have been reported as a result of this event.